Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported tissue injury was unable to be determined. The reported unchanged mr was likely a cascading effect of the reported tissue injury. The reported patient effects of tissue injury and mitral regurgitation, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4, a prolapsed posterior and a barlow valve. An xtw clip (B)(6) was inserted and grasping was performed. However, tissue damage was observed. The clip was implanted. To further reduce mr, an additional xtw clip (B)(6) was insert. However, it was noted that grasping was difficult. The clip was implanted. Mr remained at a grade of 4. There was no clinically significant delay in the procedure.